Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. This s-ICD is not expected to be returned for analysis as the patient kept it. No additional adverse patient effects were reported.